Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was reported that the pump had become very hot to touch. After the patient replaced the battery and resumed the pump, the temperature cooled off. It was noted that the pump was cracked outside of battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2014 with the following findings: during investigation, a review of the pump¿s black box history showed a drastic voltage drop on 02/26/2014 and showed a low battery alarm and replace battery alarm had occurred. During testing, the pump¿s currents draws were found to be within specifications; no warnings, alarms or overheating occurred during the investigation. There was no defect found to the power circuit. Unrelated to the complaint, evaluation revealed a dim and discolored display. The temperature issue was not able to be duplicated during the investigation.